Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, moisture damage. Customer's blood glucose was unknown. The customer stated there was condensation under the lcd screen and buttons are sticking. The customer declined being transferred for assistance. The insulin pump will not be returned for analysis.